Event description:
On 12/04/2006, nellcor puritan bennett received a report of hub separation on a tracheostomy tube. The caller reported that the tube separated from the hub and the patient had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress.